Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient reported that their implantable neurostimulator (ins) went ¿dead¿ which was confirmed by the manufacturer¿s representative on monday june 13, 2016. The representative told the patient that their ins had been jump started twice already and would need to be replaced. The patient noted that they were in the hospital and needed to get a replacement device to the hospital so it could be replaced. They stated that they wanted the healthcare professional (hcp) to do emergency surgery to replace the ins. The patient was going to follow up with their hcp. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
Analysis of the ins serial # (B)(4) found stimulation ins was functionally okay/insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.